Event description:
It was reported that shaft fracture occurred. The target lesion was located in the left circumflex artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during removal, shaft fracture was noted. The device was simply removed and the procedure was completed with a different device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 69.6cm distal of the strain relief. The balloon was tightly folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during removal, the balloon shaft was fractured. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient status was stable.